Event description:
The patient reportedly experienced redness at the implant site due to extrusion of the internal device and the patient was advised not to use the device. The patient's device was explanted due to history of staph infection. The patient will be-reimplanted in the future.